Event description:
It was reported that during post-op, the bur could not be removed from the attachment. No patient impact was reported at the time of the event. On follow-up, it was confirmed that there was no patient impact. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tool bur was observed to be unable to be removed due to breakage of the bearing. It was also noted that the tube stopped extending and retracting midway, and that the markings were deteriorated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.